Manufacturer narrative:
After further review of additional information received the following sections g4, g6, h2 and h6 have been updated according. Section b5: there was a kink noted prior to inserting the device into the patient. The malfunction occurred during prep. The device was not used in the patient. The procedure was completed successfully and without patient injury. The stent of the .035 9.0mm x 25mm 135 palmaz genesis endovascular balloon-expandable stents (sds) fell off from the balloon while accessing the y-valve during prep. The device was not used in the patient. There was also a kink noted on the device. Therefore, another stent was used to successfully complete the procedure. There was no reported patient injury. The target lesion was in the lower left clavicle. The device was stored and handled according to the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped as per the IFU. The device was inspected prior to use and appeared normal. There was no unusual force used during the procedure. There were no other product issues noted either at the account after the procedure or prior to shipping for inspection. The product was not returned for analysis. A product history record (phr) review of lot 17751777 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - within guiding catheter/sheath¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided for review. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Corrected data: section d10: device available for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17751777) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the stent of the .035 9.0mm x 25mm 135 palmaz genesis endovascular balloon-expandable stents (sds) fell off from the balloon while accessing the y-valve. Therefore, another stent was used to complete the procedure. There was no reported patient injury. The target lesion was in the lower left clavicle. The device was stored and handled according to the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped as per the IFU and there were no anomalies noted during prep. The device was inspected prior to use and appeared normal. There was no unusual force used during the procedure. There were no other product issues noted either at the account after the procedure, or prior to shipping for inspection. The device will be returned for evaluation.